Event description:
It was reported that the customer was unable to charge the pump with the tandem-provided charging pad. Reportedly, customer was also using a third party charging cable as well as not using the specified tandem mobi wall adapter to charge the pump. Tandem technical support advised customer to only use charging supplies provided by tandem specific to the tandem mobi to charge the pump. Replacement charging supplies were sent to the customer to address the issue and customer confirmed that they were able to successfully charge the pump with the new charging supplies. There was no adverse impact to the customer's blood glucose level.